Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged post operatively. Poor sensing and high thresholds were noted so the physician elected to replace the ra lead however the set screw of the new ra lead would not engage with the header of the ipg even after several attempts. Undersensing was also noted on the right ventricular (rv) lead. The original ra lead was explanted and replaced. The ipg was explanted and replaced and the rv lead was revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.